Event description:
It was reported that during follow-up, an alert for high out of range hv lead impedance was observed. Lead replacement is planned. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.